Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced a blood back event. Blood was noted in the iabp tubing and the iabp unit was placed on standby and the iabp was removed by a doctor. Manual pressure was applied to the right groin by the doctor and a femstop device was placed. The iabp was used along with the catheter. There was no patient harm; thus, no adverse event reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that no repairs were performed since there was no evidence of blood inside the iabp unit. The customer performed preventative maintenance (pm), completed and passed performance tests, and the iabp unit was returned to use.